Event description:
The manufacturer received information alleging a ventilator has power source issues. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device had a power source issue. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's internal battery needs to be replaced. Device has been evaluated but the components have not been replaced pending customer approval of estimate.